Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 08-feb-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned, and no additional defects were observed on the lens. No defects that could contribute to visual issues were observed. Based on the return condition of the lens no further evaluation could be performed. Complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was asked, but not provided. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxr00vu19.5 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Iol was explanted in a secondary surgical procedure due to visual discomfort, hazy vision and replaced with a dxw150 18.0 diopter iol. There was no incision enlargement, no suture(s), no vitrectomy, and no delay in procedure. Patient status post lens exchange was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: through follow-up additional information was received from the doctor himself that the reason for the explant was dysphotopsia, specifically ¿spider webbing¿. No further information is available. The following section has been updated accordingly: section h-6 health effect - clinical code: 2140. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.